Manufacturer narrative:
Hologic reviewed the panther logs and worklists and confirmed multiple instrument error messages were generated during sample rack loading. The customer was provided with new sample racks however this did not resolve the issue. Hologic fse was dispatched on (B)(6) 2026. Fse removed and replaced the sample bay module and confirmed rack presence and barcode sensing in all eight lanes met specifications. As of (B)(6) 2026, no further issues have been reported. The sample bay module manufacturer, stratec, was notified. Per stratec¿s root cause analysis, the issue was due to a user sample rack loading error. Hologic has not been informed of any adverse patient outcomes related to this issue.

Event description:
On (B)(6) 2026, customer reported that they were unable to locate the results for a rack of samples tested on (B)(6) 2026, on the panther fusion plus instrument (sn (B)(6). On (B)(6) 2026, customer stated that samples in rack 589-01 in worklist (wl) (B)(4) had incorrect sample ids that belonged to samples that were not pierced. (Sid) (B)(6) was reported out as CT positive/gc negative and was later retested as negative on (wl) (B)(4) and amended to CT negative / gc negative. All other (sids) in the affected rack 589-01 had the same result upon retesting in (wl) (B)(4) and remained CT negative/gc negative. On february 13th and 14th 2026, hologic technical support reviewed the logs and noticed there were multiple error messages related to the rack ID barcodes or positional barcodes not reading or missing on sample racks. On (B)(6) 2026, customer reported that they used new sample racks and continued to have loading issues. Technical support reviewed logs and confirmed that there were multiple messages: ¿sample rack in lane 1 was rejected due to missing positional barcode at position 1¿. Technical support noted that the issue is most likely due to the operator not pushing the rack in position before loading the next rack. On (B)(6) 2026, the hologic field service engineer (fse) was dispatched and confirmed error in the logs. The fse removed and replaced the sample bay module and verified rack presence and barcode sensing in all eight lanes.